Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the acral part of the device was burnt a lot and the coagulation ability was bad. Another device was used to complete the case. There were no adverse consequences to the patient. The following questions were asked in regards to obtaining additional information.